Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fractured left femur; was replaced due to additional patient trauma due to a car crash which broke the sign im nail.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the damaged nail is undetermined, although it was reported the patient experienced a car crash which led to the damaged implant and additional surgery. The damage implant was replaced with an 10mm x 320mm, standard nail using two proximal screws and two distal screws. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign fracture care international will continue to monitor these events as part of our post market activities.